Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. During the tug test there seemed to be extensive wire bias. The tug was done twice but was slow to return. The release criteria was ultimately met with no leaks, good position, compression 15-20%, and tug was stable. The device upon release shifted significantly by approximately 60 degrees. The position looked more distal and sideways past the ostium as compared to pre release position. Thorough effusion sweep was done post release and there was no change in effusion. The device was monitored via transesophageal echo (tee) for a few minutes and nothing changed. There was no adverse patient effects as a result of this event.